Manufacturer narrative:
The device was not returned for analysis as the stent remains in patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a percutaneous coronary intervention in the distal right coronary artery (rca). A small perforation occurred during the procedure. The 2.8x26 mm graftmaster stent was implanted, but the leak continued. The second 2.8x26 mm graftmaster stent was implanted, but the leak persisted. Coils were implanted and successfully sealed the perforation. There were no issues with the graftmaster besides the perforation not being sealed. There was no adverse patient sequela. No additional information was provided.